Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. In 2009 at approximately 2200, the device was programmed to deliver an unspecified medication at a rate of 50ml/hr with a vtbi (volume to be infused) of 200ml and the delivery was started. No further reprogramming parameters were provided. At approximately 0200 the following day, the nurse reported "while drug was exhausted, air-in-line alarm didn't work." Reportedly, air was noted in the tubing set and the pt's IV site; however, the nurse could not specify if air was delivered to the pt. Ther were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.